Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed the lead had pulled out of the ipg. There is no surgical intervention planned.